Event description:
Upon entering the left knee, moderately advanced metallosis with darkening of the synovium was present in the suprapatellar pouch and lateral recesses and extensive synovectomy was performed. Type: ascent primary lipped bearing 10mm x 71/75mm. Ref #: 179320. Lot #: 017560. Type: all poly patellar button. Ref #: 11-150840. Lot #: 490000.